Manufacturer narrative:
E1: (B)(6). Patient country: new zealand.

Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient experienced high blood glucose levels on (B)(6) 2025. It was also reported that the patient was admitted to hospital from (B)(6) 2025 and received insulin pump and the patient blood glucose levels while admitting the hospital was 1224 mg/dl, therefore patient had received correction injection via multiple daily injection (mdi). The patient had dialysis and experienced symptoms such as dehydration, irritable blurred vision and the main reason for hospitalization was high blood glucose levels and fluid overload. The patient had ketones which was 2.4 mmol/l. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6003866 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. The device history record (DHR) review for batch 6003866 were previously reviewed in 2138660 on 14/may/2025. DHR review: the lot 6003866 was manufactured according to the work instruction (wi) version 94 packaging in the multivac 10 on 27/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 14/may/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6003866 and another 1 complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, another 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.